Manufacturer narrative:
Investigation is on going.

Event description:
The user facility in (B)(6) reported a phaco-needle broke into two parts during surgery. The duration of procedure was prolonged about 30 seconds.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of a manufacturing defect or anomaly that could have impacted the event as reported. During manufacturing and packaging of this product, the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested and was determined to be acceptable. The returned specimen presented a bending overload fracture located 1.25 to 1.30cm from the distal tip. The specimen also presented tool marks on the wrench flats, on the fluted shaft and a witness impressions on the distal tip. Evaluation of the specimen device did not present any indication of a manufacturing defect. The vendor investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors contributed to the event as reported.

Manufacturer narrative:
One phaco needle tip with blue-ish colored threads was returned in a plastic specimen cup. The original packaging was not received. The part and the lot numbers cannot be verified or determined. Visual inspection found the needle dirty with particulates and dried solutions visible all over. The needle is in two pieces. The shaft of the needle is broken off near the tip of the hub. The needle appears to be used. There is marring, gouges, scratches, and material is missing on the hub, as well the flats of the needle. Microscopic examination was performed and found one side of the broken area has a bent appearance and the inner diameter of the cannula's shape is more oval, but should be round. Additionally, the broken area of the cannula has jagged edges. Based on the microscopic examination, the cannula has an uneven wall thickness; one side is thinner. The tip of the cannula also has dings and dents on the edges. The root cause of the reported issue is unknown. This needle will be sent to the vendor for further investigation.

Manufacturer narrative:
Correction: section h5: labeled for single use? No; section h8: usage of device: deselected (the number of uses were not reported).

Manufacturer narrative:
The needle broke in the patients eye, there was no patient injury, and surgery was successfully finished. The complaint product was not provided for evaluation. A description of the complaint and lot traceability was provided. However, without the return of the actual device in question for evaluation, it is not possible to determine the exact cause for this incident. The device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot indicate this product was final inspected and tested and was determined to be acceptable. Investigation is ongoing as product is expected to be evaluated upon its return.

Event description:
Needle broke in patient''s eye. No patient injury and surgery has been successfully finished.